Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness [paraosteoarthropathy], unique anatomy, or other condition that impacts the performance of the device. Concomitant device(s): (B)(4), 02-012-38-5009 - insert tibial logic rbk ps t5 9mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Recall number z-0026-2022 for sn (B)(4) (B)(4), 02-012-43-5040 - embase tibiale fit rbk logic cimentee 5f/4t, (B)(4), 200-02-38 - rotule 3 plots diam 38 10mm optetrak,

Event description:
As reported by the exactech knee replacement study, approximately 2.5 years post op tka, this 31 y/o male patient was revised due to persistent stiffness and pain following post-traumatic knee replacement. The case report form indicates this event is not related to devices or procedure. This event report was received through clinical data collection activities. No additional information.